Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis and poly wear. Doi (B)(6) 1989 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A poor quality paper x-ray image was obtained with the initial reporting. Requests for additional investigational inputs were made in accordance with (B)(4). No further additional information was obtained. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that this the provided product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address osteolysis and poly wear.